Manufacturer narrative:
For both malfunctions, the lot numbers were provided and lot history reviews were performed. Both devices were not returned to the manufacturer for evaluation; however, medical records were provided for both malfunctions. For one malfunction, the investigation is confirmed for filter tilt and perforation of the inferior vena cava. For one malfunction, the investigation is confirmed for perforation; however, the investigation is inconclusive for filter tilt. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model rf400f vena cava filter allegedly experienced malposition of device and patient device interaction problem. This information was received from various sources. This malfunction involved both patients with no consequences. One (B)(6) year old male patient was (B)(6) lbs and one (B)(6) year old male patient weight was not provided.